Event description:
Reportedly this valve was explanted at implant due to a leak at the commisure, possible perivalvular leakage. Dr tried to tighten sutures up and went back on pump, however valve still leaked. He decided to take valve out and put in another valve without issues.